Manufacturer narrative:
Correction (g1) - contact office address: (B)(4). Batch record review was performed for the affected lot number with all the components for assembly correct per the bill of material and all the tooling information documented. A historical review was performed from jan 1, 2018 to feb 18, 2021 with a total of (B)(4) complaints identified that were included within this investigation. No process non-conformance was identified during the review period. A thickness test was performed per process specification with satisfactory results. No photo related to the reported problem is available for evaluation. Based on the batch record, historical review and thickness test, no issues were identified during the manufacturing process. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 4 of 5. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the tape collar had rough jagged edges and did not have precise correctly cut edges (edges that are smooth and soft on the end and did not cause any issues with her skin), like they used to. This caused skin irritation with a slight line of red intact skin on edge of wafer on left side as she looked down at it. She took a scissor and had cut a small amount off the left edge of the tape collar. She used stomahesive powder to cover her skin. Reportedly, no leakage occurred. Her skin had become very sensitive to any adhesive. The end user did not continue to use the product. No photograph is available at this time.